Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/02/2021. H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was not returned for evaluation. Visual inspection was conducted on the picture received. Upon visual analysis of the picture received determined that a needle-suture of product code (B)(4) could be observed in the picture. The needle was noted broken in the tip area and bending in the middle. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional information was requested, and the following was obtained: * did a piece of the broken needle fell into the patient? -----yes. If so, was it retrieved during the same procedure?-------yes, it was retrieved during the same procedure. * what was done to retrieve the broken piece?-------the broken needle was retrieved. To ensure there was no residue, abdominal fluoroscopy was given. It is confirmed that no metal remains in the patient. * was additional dissection required in other organs/tissues other than the target tissue?--------unk. * if the needle remains in the patient, please specify size of the needle piece retained, in what structure/tissue was retained and if there is any future plans to remove it.-------no needle remains in the patient. ¿ trade name - irgacare®. ¿ active ingredient(s) ¿ triclosan. ¿ dosage form ¿ suture/solid/parenteral. ¿ strength ¿ = 275 g/m.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did a piece of the broken needle fell into the patient? If so, was it retrieved during the same procedure? What was done to retrieve the broken piece? Was additional dissection required in other organs/tissues other than the target tissue? F the needle remains in the patient, please specify size of the needle piece retained, in what structure/tissue was retained and if there is any future plans to remove it. Trade name: (B)(4), active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 275 g/m.

Event description:
It was reported that a patient underwent a gynecological endoscopic surgery on (B)(6) 2021 and suture was used. During the surgery, the needle broke while sewing the peritoneal tissue. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.